Manufacturer narrative:
PMA/510k: this product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise resulting in oversensing was observed. Abbott technical support was contacted and suggested further testing to investigate the source of the noise. No intervention has been performed at this time. The patient was in stable condition. Related to manufacturer report number: 2017865-2020-08193.